Manufacturer narrative:
The investigation for the console (aic) power issues has been completed. Data logs were reviewed which showed a communication issue with the epm during the initial bootup, with error messages "sau_ser6 cmd seq.101 timeout. Reply err and sem_post. Due to the communication issue between epc and the epm, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The console was returned and was dead upon arrival. The console was plugged into ac power and performed the battery test. Battery failure upon booting up and batteries were not charging or discharging. The reported complaint was determined to have been caused by a malfunction of the impellatronic pca resulting in a loss of communication between the epc and the epm. The batteries were also found to be fully depleted and therefore unable to communicate with the pbm or charge.

Event description:
No patient involvement: the complainant reported that the aic (automated impella controller) had a system self-check failed with change console immediately alert showing in the screen. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.